Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the right ventricular lead had high thresholds, no capture, high impedance and undefined impedance. There was a suspected lead fracture although no fractures were visualized via fluoroscopy. The lead was capped and replaced. No patient complications have been reported as a result of this event.